Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr), calcified chordae, calcified leaflet and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, mitraclip ntw was selected, introduced and advanced. While making adjustments to orientation at attempting to place the clip, physician noted that there was tension on device and on fluoroscopy, the system was bowing. Troubleshooting was performed and it was noted that clip was stuck in the chordae. Physician was able to obtain appropriate orientation, and the clip was deployed on central side of anterior and posterior leaflet 2 (a2/p2). All steps were performed as per IFU. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, mean pressure gradient was 6 mmhg.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.